Event description:
It was reported that a malfunction alarm with malf 1 code occurred, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information to reset the pump, assisted in doing so, and upon resolution, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issue arises.